Event description:
A physician reported significant capsulorhexis issues as a result of the laser and one patient had to be stitched because the laser penetrated their endothelium, during laser cataract surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The service history was reviewed for the system. There was no service record (relevant to the reported event) found. The system was last serviced, prior to the reported event. The system found to meet all cosmetic and performance standards at that time. A review for complaints reported against this lot/batch/serial number was performed. There are two similar complaints (which occurred on the same day) and are relevant to this investigation. All of which are the currently, under investigation simultaneously. Based upon the information reviewed, there was no non-conformity that was attributed to the reported event. As such, the root cause cannot be conclusively determined. The manufacturer internal reference number is: (B)(4).